Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w ver 2.9d. The pump was received without the original battery cap and passed the sleep current measurement, active current measurement, self test and displacement test. No unexpected battery failed alarms noted during testing. Unable to verify battery cap damage due to missing battery cap.

Event description:
Medtronic received information that battery cap cracked/damaged, failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.